Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Implant was no longer functional 10 years after implant. Device would not inflate. During surgery tore in left cylinder was found. No adverse patient effects.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment.